Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr - xl - right hip. Reason(s) for revision: pain. Update: updated with product details for cup and head (now querying stem and sleeve as head is xl) updated hip side (r), hospital name, surgeon name taken from email query 1 reply 6 april 2015. Update: updated to xl with stem details, sleeve details not available. Taken from query 2 reply 9 april 2015. Update: 13 april 2015. Updated to bilateral, see (B)(4) for left hip.

Event description:
Asr revision; asr - resurfacing or xl unknown - hip side unknown; reason(s) for revision: pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(6). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.